Event description:
It was reported that during the anterior communicating artery (acoma) procedure, the physician used the subject stent for delivery. The overall delivery process of the subject stent did not feel smooth. When the stent entered the microcatheter, it could not be advanced further. Upon inspection, it was found that the subject stent had deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1st of 2nd MDR. D4. Expiration date: updated, d4. Gtin: updated, d9. Product available to stryker: updated, d9. Returned to manufacturer on: updated, h3. Device evaluated by mfg: updated, h4. Manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed within the hub and lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was able to be flushed. The subject stent was unable to be removed from the microcatheter. The subject sdw was kinked/bent at the distal end. The sdw distal tip was stretched. The introducer sheath was noted to be intact. The functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' and 'sdw kinked/bent' were both confirmed during device analysis. The remaining reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during one anterior communicating artery (acoma) aneurysm procedure, the physician used the subject stent for delivery. The overall delivery process of the subject stent did not feel smooth. When the subject stent entered the microcatheter, it could not be advanced further. Upon inspection, it was found that the subject stent had deployed inside the microcatheter'. The subject stent was returned for analysis in a deployed condition inside the proximal section of a microcatheter (mc) as per the event description. The subject stent was flushed but it was not possible to remove the subject stent from the mc lumen. The sdw was returned for analysis and was noted to be kinked/bent near the distal end of the wire and stretched. The introducer sheath was returned for analysis and was noted to be undamaged. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was reported by the customer, but subsequently (and inadvertently) moved proximally prior to subject stent advancement out of the sheath (this is supported by the lack of damage noted to the distal tip of the sheath). If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into the gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The user would experience increased resistance during attempts to advance the subject stent through the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the subject stent. During this action, and particularly if there is significant friction between the subject stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the subject stent, leaving the subject stent deployed prematurely inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the reported event ¿stent deployed prematurely during use', 'sdw kinked/bent' and 'stent difficult/unable to advance or pullback through catheter' and analysed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿, ¿sdw deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the anterior communicating artery (acoma) procedure, the physician used the subject stent for delivery. The overall delivery process of the subject stent did not feel smooth. When the stent entered the microcatheter, it could not be advanced further. Upon inspection, it was found that the subject stent had deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.